Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced "death from shock" approximately six weeks after the implant of their cardiac resynchronization therapy pacemaker (crt-p) system. No further information is known. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.